Event description:
The customer stated there was a 10% difference between blood glucose devices. The customer went to use the device and stated they received a result without applying blood. The customer was not using controls and their glucose strips were expired. A request was made for the return of the suspect device and replacement product was sent.